Manufacturer narrative:
This report is submitted june 12, 2018.

Event description:
Per the clinic, the patient experienced a loss of connection to the implant subsequent to sustaining a head trauma; however the issue could not be resolved.

Manufacturer narrative:
Per the clinic, the device was electively explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.